Manufacturer narrative:
(B)(4). Date of initial report: 06/20/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not seal properly. Several activations were needed for a full seal. No patient injury occurred or medical intervention required.